Manufacturer narrative:
Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaint has been filed against products from this batch number. The review of risk assessment revealed that the overall risk level according to din en iso 14971 is still acceptable.

Manufacturer narrative:
Additional information: during product safety case (psc), the issue has been reviewed and there is no cause for change of the IFU or product risk analysis of fs609r. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. If the review shows any conspicuities, the report will be updated and actions will be initiated. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. For further investigations we neeed the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product fs618su. During the navigated hip surgery, the balls of fs618 su burst and flew through the operating room. New bullets were used, no surgery delay. There was no patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: fs609: orthopilot tha passive rigid body new: 52563274.